Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran precision testing and quality controls, which were acceptable. The cause of the discordant, falsely elevated sodium and chloride results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample upon repeat testing on a dimension exl 200 instrument. The sample was originally tested on an alternate dimension exl 200 instrument, also resulting discordant. The discordant results from the alternate dimension exl 200 instrument were reported to the physician(s), who questioned them. The patient was given an intravenous saline solution due to the pre-existing condition of hyponatremia. A new sample was obtained from the patient and was run twice on this instrument, resulting lower but the first repeat run for chloride was still discordant. The original sample was repeated on an alternate dimension exl 200 instrument and on this instrument, resulting higher. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.